Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR. Report: 3006705815-2017-01255, reference MFR. Report: 1627487-2017-05376, reference MFR. Report: 1627487-2017-05377, reference MFR. Report: 3006705815-2017-01258, reference MFR. Report: 3006705815-2017-01262. It was reported the patient developed a staph infection following his lead revision procedure (reference MFR. Report: 3006705815-2017-01077). As such, surgical intervention was undertaken to explant the patient's system. In addition, the patient was hospitalized for recovery and rehabilitation.

Manufacturer narrative:
The date of explant was inadvertently entered in the initial MDR. The explant date is unknown.

Event description:
Device 4 of 6. Reference MFR. Report: 3006705815-2017-01255. Reference MFR. Report: 1627487-2017-05376. Reference MFR. Report: 1627487-2017-05377. Reference MFR. Report: 3006705815-2017-01258. Reference MFR. Report: 3006705815-2017-01262.